Event description:
Info received indicates after the hi/low function is raised to the high position and the hi/low down function is used, the bed will drift down after the hi/low down switch is released.

Manufacturer narrative:
The tech cleaned the hi/low drive floating brake drum to repair the bed.